Event description:
Our regional manager in (B)(6) reported that a handheld computer is not working. The programming software does not start even after resetting. They performed several resets and only the windows screen appears. The handheld and software were returned for analysis.

Event description:
An analysis was performed on the returned flashcard. A review of the software in the returned handheld gives the indication that an upgrade was successfully completed on the returned handheld. An analysis was performed on the returned flashcard and the reported allegation was verified. The cause for the reported allegation is associated with a missing 2577 folder that contains the vns installation files. Since the files were missing, the software was unable to be installed into the handheld. A root cause for the missing files could not be determined based on the available information. No other anomalies were identified.